Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 15cm saber balloon ruptured. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82274958 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 15cm saber balloon ruptured. It is unknown if the balloon ruptured at/below or above rbp. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no vessel tortuosity noted. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the device through the vessel. There no difficulty crossing the lesion with the catheter. The device was never in an acute bend and was never kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 4mm x 15cm saber percutaneous transluminal angioplasty (pta) catheter balloon ruptured. It is unknown if the balloon ruptured at/below or above rbp. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no vessel tortuosity noted. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the device through the vessel or crossing the lesion with the catheter. The device was never in an acute bend and was never kinked during use. The device was returned for analysis. A non-sterile saber 4mm x 15cm 150 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that it does not present any damages or anomalies. The balloon was received deflated. Functional testing was performed attaching a syringe to the inflation lumen to simulate the inflation mechanism. The balloon did not show any type of anomaly or defect that impeded the correct inflation, the deflation was executed where the balloon was completely deflated to its original state. Insertion/withdrawal testing of the corresponding guidewire was performed, and no issues were observed during the passthrough of the wire. A product history record (phr) review of lot 82274958 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any anomalies noted to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 4mm 15cm saber balloon ruptured. It is unknown if the balloon ruptured at/below or above rbp. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no vessel tortuosity noted. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the device through the vessel. There no difficulty crossing the lesion with the catheter. The device was never in an acute bend and was never kinked during use. The device will be returned for evaluation.